Event description:
Per investigation results, the needle was bent. Based on this, the needle became bent while the device was in use.

Manufacturer narrative:
Alleged failure: eib dylan, rep, broken needle, po# sample. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.